Event description:
It was reported after the completion of the procedure, the paramedic assistant pressed the needle into the needle vise and it stuck through the bottom. The assistant injured himself in the left hand. The usual actions were taken such as documentation, reported to med dr on duty, and reporting to accident insurance. The paramedic was already tested for an infectious disease but the blood sample eval is still outstanding. It was noted that the paramedic assistant is trained according to the IFU.

Manufacturer narrative:
Pn # (B)(4). Sample will not be returned for eval. Our sales rep offered a re-training regarding this issue but was rejected due to lack of time. Our sales rep forwarded the IFU and ez-io needle vise technique card to the customer.